Event description:
During the index procedure a in.pact av access was used to treat the left arm cephalic arch. Approximately 5 months post procedure patient suffered restenotic avf cephalic arch. A fistulogram was performed which demonstrated stenosis of the cephalic arch. Percutaneous transluminal angioplasty was performed using a 7x6mm conquest balloon. Sequential percutaneous transluminal angioplasty using a 10x80mm dorado for better transition followed by 9x80mm medtronic dcb. Then treated with the 7x60 conquest followed by a 8x40 medtronic dcb. No complications. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the investigator assessed the event as probably related to the drug coated balloon, related to the device and causally related to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: approximately 5 months post procedure patient presented with facial swelling and high venous pressures suspected, and later confirmed, to be due to avf cephalic arch stenosis. A fistulogram and percutaneous transluminal angioplasty was performed to treat the index target lesion due to restenosis with no complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.